Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet and requested guidance on potential corrective actions, including a factory reset; review of usage indicated frequent missed meal announcements and use of meal announcements to correct hyperglycemia, and the user reported notable weight loss since starting therapy. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included user education and reinforcement of proper meal announcement practices without medical escalation. Customer care provided support that included review of device data and user-reported usage patterns with troubleshooting and education completed. Investigation of this case revealed improper use related to missed or delayed meal announcements and attempts to use meal announcements for correction, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to inconsistent meal announcements and variable carbohydrate intake, for which additional training was assigned.